Event description:
As inserted clickline platypus instrument into patient through the port, without force or resistance, one side of platypus grasper broke off inside the patient. The camera was not moved from the broken piece of equipment and was promptly removed. The instrument and all pieces were immediately removed from the field. Equipment was carefully inspected, and ensured that all pieces were removed from the patient.device #1is this a laboratory device or laboratory test?no.